Event description:
I had lasik surgery at (B)(6) and despite being told that I was a good candidate, have suffered greatly since the procedure including neuropathic pain, dry eye, and poor vision. These issues have had a significant adverse effect on the quality of my life. Since my lasik procedure I have suffered from constant eye and head pain, dry eyes, and poor vision. Further, the medications that I am now taking to deal with these conditions have lead to unpleasant side effects, including weight gain and poor sleep. I am on low dose naltrexone, nortryptyline, autologous serum, and lotemax all for issues related to my lasik surgery. FDA safety report ID # (B)(4).